Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 745 mg/dl. The customer was admitted at the hospital on 09/01/2016. Customer cause of hospitalization is diabetic ketoacidosis. Customer was given drip and was released him yesterday and put him on lantus. Customer was wearing the pump at time of hospitalization. The customer reported via phone call indicating that the insulin pump alarm no delivery and damage. Customer's blood glucose at time of incident was unknown. Customer stated that the casing of the pump is separating from the body. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery error alarm was noted during testing. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm was noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube window. No loose end cap or end cap sticker was noted.